Manufacturer narrative:
Concomitant medical products: etcf3636c49e, sn (B)(4), expiration date: 2018-11-29, UDI # (B)(4); etcf3636c49e, sn (B)(4), expiration date: 2018-10-26, UDI # (B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 60 mm x 54 mm diameter abdominal aortic aneurysm. The aortic neck was described as short and conically shaped measuring 31.1, 32.3, 33, 33.3 and 35 mm from proximal to distally and approximately 15 mm in length. The patient had a large ima. It was reported that a follow-up CT scan showed there was type ia endoleak that did not resolve. The patient had a very short conical neck and proximal seal was not achieved with implant of aptus endoanchors and two endurant cuffs. The physician stated the cause of the event was due to anatomy (dilated, short and conical neck). The patient was an in-patient for 1 week before the open/endo hybrid repair was done and he was stable the entire time. The physician decided to perform open repair. Debranching of both renal arteries was performed along with the superior mesenteric artery and celiac artery and tied them into a graft that was sewn into the left iliac. After the bypass portion was done, a valiant tevar graft was implanted. The devices implanted on prior dates were left in place. The endoleak resolved and the patient survived. The physician also stated that they felt the patient¿s abdominal pain at the time of the previous intervention was not due to the endoleak, they instead thought it stemmed from diverticulitis. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.